Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's mother complained of discrepant inr results with coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. On (B)(6) 2018 at 8:00 p.m. The customer had a result of 4.7 inr. The customer's warfarin dose was increased based on this result. The customer had bruising with this result. No medical treatment was required. On (B)(6) 2018 the customer had blood drawn for the laboratory and the result from the laboratory was 2.8 inr. The nurse used the venous sample and dosed the customer's strip at the same time and the result from the meter was 3.7 inr. The customer was advised to resume her normal warfarin dose based on the result of 2.8 inr. No other treatment was necessary. The customer's mother thought the laboratory result was correct. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The customer is feeling well. The customer has no hct issues, is not on heparin or other direct thrombin inhibitors, does not have antiphospholipid antibodies, is not taking any new medications, has not had any diet changes, has not been ill recently and is not experiencing any bleeding. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.4 inr; qc 2: 2.4 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint that would point to a cause for the result discrepancy. Retention test strips (lot 286319) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.